Event description:
It was reported that (1) device was used during a sigma resection. It was reported by the affiliate that the ilp33 had an incomplete anastomosis. A cdh29 was used to complete the case.